Manufacturer narrative:
A specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.